Event description:
It was reported that the patient experienced cardiac arrest. The patient deceased. During a pulse field ablation procedure, a farawave catheter and faradrive steerable sheath were selected for use. After the completion of pulse field ablation of the pulmonary veins and left atrial posterior wall, the left atrium was mapped. An ep study was done and induced what appeared to be an atrial flutter. The patient's blood pressure then decreased to 57/30 mmhg. At that point in time, the pressure bag for the faradrive sheath went dry. To determine if this was the cause of the hypotension, they looked at the coronary arteries. According to the cardiologist, the coronary arteries were clear with no stenosis either. Upon injecting, the coronary arteries, ventricular tachycardia was initiated and then cardioverted. After cardioversion approximately two beats of sinus rhythm was noted before ventricular tachycardia (vt) resumed. This happened multiple times and resuscitation was initiated. After approximately thirty minutes of resuscitation and the insertion of a non-boston scientific catheter, a pulse was felt in a blood pressure was seen. Prior to the catheter, sinus rhythm was noted, but no pressure or pulse could be found, and resuscitation (CPR) had continued. After pressures had been restored, and a pulse was felt the case was then completed by pulling sheets and returning the patient to an intensive care unit (ICU) bed. According to the physician, there was no reason for this vt to have happened. Later, the patient deceased. Patient's family allowed a (do not resuscitate) order. The pvi ablation was completed but the left atrial appendage device (laad) was not. No device issues noted. Family withdrew care even though the patient was progressing. Cause of death and autopsy is unknown. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient codes and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest. The patient deceased. During a pulse field ablation procedure, a farawave catheter and faradrive steerable sheath were selected for use. After the completion of pulse field ablation of the pulmonary veins and left atrial posterior wall, the left atrium was mapped. An ep study was done and induced what appeared to be an atrial flutter. The patient's blood pressure then decreased to 57/30 mmhg. At that point in time, the pressure bag for the faradrive sheath went dry. To determine if this was the cause of the hypotension, they looked at the coronary arteries. According to the cardiologist, the coronary arteries were clear with no stenosis either. Upon injecting, the coronary arteries, ventricular tachycardia was initiated and then cardioverted. After cardioversion approximately two beats of sinus rhythm was noted before ventricular tachycardia (vt) resumed. This happened multiple times and resuscitation was initiated. After approximately thirty minutes of resuscitation and the insertion of a non-boston scientific catheter, a pulse was felt in a blood pressure was seen. Prior to the catheter, sinus rhythm was noted, but no pressure or pulse could be found, and resuscitation (CPR) had continued. After pressures had been restored, and a pulse was felt the case was then completed by pulling sheets and returning the patient to an intensive care unit (ICU) bed. According to the physician, there was no reason for this vt to have happened. Later, the patient deceased. Patient's family allowed a (do not resuscitate) order. The pvi ablation was completed but the left atrial appendage device (laad) was not. No device issues noted. Family withdrew care even though the patient was progressing. Cause of death and autopsy is unknown. The device is not expected to be returned for analysis (disposed).